Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflator had leakage and could not maintain pressure during a laparoscopic cholecystectomy. There was no indication of how the procedure was completed. There was no patient injury or medical intervention associated with this event.